Event description:
The device was used during an unspecified procedure. Reportedly, the anvil did not tilt and the anastomosis was leaking. The surgeon performed a colostomy to complete the procedure. The hospital has reported the pt's condition is satisfactory.